Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the blade was broken in the case. The contact with the grasper was observed on the failure. The one broke inside of the patient there were no patient consequences.